Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Per the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to improper endoprosthesis component placement and occlusion of native vessel.

Event description:
On (B)(6) 2019, the patient underwent endovascular treatment of an abdominal aortic aneurysm with a system of gore® excluder® aaa endoprostheses. Upon deployment of the contralateral leg component, the patient¿s right internal iliac artery (riia) was reportedly covered unintentionally. According to the report, the physician had intended to place the proximal end of the contralateral leg further inside the ipsilateral limb on the right side to prevent coverage of the riia. It was reported that blood flow was satisfactory, and no additional measures were taken to treat the covered riia. The patient tolerated the procedure.